Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was 117 mg/dl. Customer stated that she fell off along the insulin pump and the back as well as back button was not responding sometime. Customer stated that numbers was not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated that using the up arrow allows them to navigate screens. Customer stated that using the down arrow allows them to navigate screens. Customer stated that the issues frequency was 2 to 3 days and 10 minutes will not be working. Customer stated that the insulin pump was dropped. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with scratched keypad overlay. Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board 1 was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test.(B)(4).